Event description:
The customer reported the evis lucera gastrointestinal videoscope had no air/water flow. The issue was found when preparing the device for use in a therapeutic hemostasis procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, it was unknown if the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the water removal ability did meet the standard value due to clogging of the nozzle, water tightness was lost due to a pinhole in the bending section cover and instrument tube, the scope cover was burned, the light guide lens was cracked, the adhesive around the light guide and objective lenses were peeled, the mouthpiece was loose, the bending adhesive cover was cracked, chipped, and had a white clouded area, the play of the up/down knob and bending angle in the up direction was out of the standard value due to wear of the angle wire, there was no electrical continuity due to damage on the distal end, the connecting tube was buckled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.